Event description:
During an incident on an unknown date, involving a female patient who was having a heart attack, this defibrillator was being used to monitor the patient when it went into "service mandatory". The lcd display went to a flat line and displayed 8888. The patient was transported to a hospital without any problems and she was reported to be doing fine. The customer said the "service mandatory" condition did not affect patient care.

Manufacturer narrative:
The returned defibrillator was tested and proper operaton for patient treatment was verified. The hs2000 displays a "service mandatory" message with audible beep tone in the event the unit fails self-test of the computer, power controller and memories. The unit is disabled. The hs2000 displays a digital clock in the upper left of the command display screen. A test of the display includes the clock display of 88:88 to verify all elements of the clock display are functional. The hs2000 operating instructions explain the "service mandatory" prompt and what to do should it be experienced. It also illustrates the "service mandatory" message with 88:88 in the upper left corner of the display. The customer was sent a letter explaining our evaluation.